Manufacturer narrative:
A steris service technician arrived onsite following the reported event and found that the third party digital converter on the monitor was defective. The technician replaced the third-party digital converter, tested the function and operation of the monitor, confirmed it to be operating to specifications, and returned the unit to service. No additional issues have been reported.

Event description:
The user facility reported that the image on their vividimage monitor was distorted. No report of injury or procedure delay.